Event description:
Complainant alleged that during functional testing, the device inappropriately prompts "change battery" while in rescue mode with new batteries installed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.